Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: neu _recharger_acc, product type: recharger. (B)(4).

Event description:
The patient reported that her implantable neurostimulator was implanted on her pant line and she has to have it moved because it would burn when recharging. This had occurred since implant. Her implant doctor was leaving and she was planning on seeing a new doctor. Relevant medical history included lumbar radiculopathy and spinal pain. Follow-up was performed to determine what actions were taken to address the issue and if the issue was resolved. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that it had burned since it was put in, and the patient thought it was put in too close to the skin. It was still planned that the battery would be moved due to being put on the patient's beltline and was continuously irritated.